Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was observed to have dislodged one day post implant. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. The patient reported soreness in the chest area due to the implant and revision procedure. No additional adverse patient effects were reported.